Manufacturer narrative:
This report was submitted as a manufacturer report, it should have been submitted as an initial importer report. The initial importer is (B)(6). Registration number: 1216894. 04-aug-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Crampy [dysmenorrhoea]. Tampon cotton shed off inside of me [foreign body in reproductive tract]. Cotton shed off, tampon rip apart when taking it out [device breakage]. Consumer reported via e-mail that the tampon ripped apart when taking it out, and the cotton shed inside her. She had been super crampy since then. No serious injury was reported. 10-mar-2020 product investigation results: conclusion code - no cause determined - insufficient information to investigate further.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Crampy [dysmenorrhoea]. Tampon cotton shed off inside of me [foreign body in reproductive tract]. Cotton shed off, tampon rip apart when taking it out [device breakage]. Consumer reported via e-mail that the tampon ripped apart when taking it out, and the cotton shed inside her. She had been super crampy since then. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Crampy [dysmenorrhoea], tampon cotton shed off inside of me [foreign body in reproductive tract], cotton shed off, tampon rip apart when taking it out [device breakage]. Consumer reported via e-mail that the tampon ripped apart when taking it out, and the cotton shed inside her. She had been super crampy since then. No serious injury was reported. 10-mar-2020 product investigation results: conclusion code - no cause determined - insufficient information to investigate further.

Event description:
Crampy [dysmenorrhoea]. Tampon cotton shed off inside of me [foreign body in reproductive tract]. Cotton shed off, tampon rip apart when taking it out [device breakage]. Case description: consumer reported via e-mail that the tampon ripped apart when taking it out, and the cotton shed inside her. She had been super crampy since then. No serious injury was reported. 10-mar-2020 product investigation results: conclusion code - no cause determined - insufficient information to investigate further.

Manufacturer narrative:
There is insufficient information to perform a product investigation.